Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one encor probe and partial vacuum assembly were received for evaluation. During visual evaluation, the device appeared to have residue throughout, the aperture appeared to be closed and it was observed that the saline cap was not returned for evaluation. Under microscopic observation, both proximal retaining caps appeared to be cracked. No functional testing due to the condition of the returned device. The DHR review indicates the reported product lot was released on 22/08/2022 with an expiration date of 07/2024. Information provided by the complainant indicates the date of event was 02/07/2024. Therefore, the investigation is confirmed for the identified break as the both retaining caps of the received probe were noted to be broken, the investigation is confirmed for the reported improper or incorrect procedure as the use of expired product were observed and the investigation remains inconclusive for the both suction issue and failure to obtain sample as further functional testing cannot be done due to the returned condition of the device. A definitive root cause for reported suction problem, reported failure to obtain sample and identified break could not be determined based upon the provided information. Labeling review: a review of the bd encor breast biopsy system instructions for use (IFU ¿ bawiu0072, rev. 4) determined the product labeling documentation is adequate. Per the encor instructions for use (IFU) how supplied section, the bd encor are supplied sterile for single use only with a use by date (e.g., expiry date).h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a breast biopsy through soft density tissue, the suction power of the device allegedly had insufficient vacuum. It was further reported that the tissue allegedly could not be removed. The procedure was completed using another method. There was no reported patient injury.